Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended, however extremely difficult to press and requires multiple presses to turn on pump screen. Customer's blood glucose level was displayed as "high"; although a specific value was not provided. The customer addressed their bg with a correction bolus via pump.